Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : d4, d10, g1-2, g4, h2, h3, h4, h6, h10. Complaint sample was evaluated. The returned device analysis showed that the mixing top was not screwed enough, which could have caused a air leakage preventing the monomer to enter the cylinder. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to available data, the most probable root cause is due to an handling error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that they couldn´t get the fluid out, it was like the needles didn´t work.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that they couldn´t get the fluid out, it´s like the needles didn´t work.